Event description:
It was reported that during a laparoscopic gastric bypass procedure upon the third firing with a blue reload (creating pouch) on stomach tissue there was an increased force to fire. After firing the instrument had only cut the stomach tissue and there were no staples present. Unfortunately the cartridge was not retrieved. (Only a picture was made) procedure was completed using same like device and prolonged by forty minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no excessive force to fire the device was required. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.